Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6) 2013, the sensor patch was removed and the wire remained in his body. The wire was removed with tweezers, which is against recommendations in the user's guide. The patient consulted a pharmacy department, but no further medical intervention was required. The patient reported being in fine condition at the time of the report.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.